Manufacturer narrative:
Analysis of the returned device did not reveal any anomaly. Based on available data, no issue is suspected on the battery.

Event description:
Reportedly, the subject crt-d and associated left ventricular lead were explanted on (B)(6) 2019. The re-intervention was performed due to a high left ventricular capture threshold. As the crt-d estimated residual longevity was less than a year, it was decided to replace it at the same time.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200417 - file-2020-00431 - analysis_and_closure_report_resp-2020-00419.pdf].

Event description:
Reportedly, the subject crt-d and associated left ventricular lead were explanted on 19 december 2019. The re-intervention was performed due to a high left ventricular capture threshold. As the crt-d estimated residual longevity was less than a year, it was decided to replace it at the same time.

Event description:
Reportedly, the subject crt-d and associated left ventricular lead were explanted on (B)(6) 2019. The re-intervention was performed due to a high left ventricular capture threshold. As the crt-d estimated residual longevity was less than a year, it was decided to replace it at the same time.